Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer reported the discordant results when quality controls (qc) were out of specification. The ccc determined that the customer disconnected the deionized water bottle tubing and sensor and rinsed the water bottle multiple times. The customer performed the daily cleaning procedure with deionized water and repeated qc. The customer informed the ccc that they had already replaced the contents of the wash 1 and deionized water bottles and cleaned and primed the instrument. The cause of the discordant thcg and tni results is unknown. The customer successfully ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur cp instrument obtained discordant troponin (tni) results on two patient samples. The samples failed a delta check, indicating they did not match the patient histories and were not reported to the physician(s). The operator performed the daily cleaning procedure (dcp) on the instrument, then ran patient samples, including the two patient samples previously tested for tni. The two tni samples resulted falsely high and a sample tested for total human chorionic gonadotropin (thcg) resulted falsely low. The discordant results were reported to the physician(s) and the thcg result was questioned. The samples were repeated on the same instrument and resulted as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thcg and tni results.